Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The device was received with the formed needle visible in the exposed portion of the soft cannula. Upon opening of the pod, the formed needle fully retracted into the pod housing. Score marks were observed on the inside of the pod top housing. Inspection of the linkage assembly found plastic debris on the linkage rivet, indicating that the linkage assembly is misaligned with the top housing.

Event description:
It was reported the patients blood glucose level rose to 392 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was placed.